Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the tubing through the pinch valve pv43 had popped off at the fitting. The fse replaced the tubing through pv43 to resolve the issue. Failure mode: tubing through pv43 popped off fitting. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that an unknown amount of pink liquid leaked from the right side of the coulter hmx autoloader analyzer (115v). The leak was not contained within the instrument. The customer was not running the instrument when the leak was discovered; the instrument was in idle mode. The customer was unable to identify the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.